Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked case at battery tube side, cracked battery tube threads, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the ring in the insulin compartment is coming off. The customer does not report any other damage and is unsure how the damage occured. The insulin pump will be replaced.